Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, but not available: where within the gap setting scale was the orange indicator prior to firing? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? Could you please provide more details how issue was addressed? What was the users experience with the device? Could you please clarify if there were any patient consequences? Could you please clarify if was any change during surgery or post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It reported that during an unknown procedure the device misfired and resulted in an anastomotic leak. The surgeon felt that a staple was malformed on the left side of the anastomosis. Surgeon tried to use a v-lock suture to seal the leak, but this effort failed. Surgeon believes that a previous staples line was fired over. Surgeon had to give a tug to get the stapler to free it and believes that this caused the leak. She got the green check mark prior to turning the knob two full turns to open the device. Unknown how the leak was sealed, and the current patient status is unknown.